Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. Visual inspection internal and external was performed, confirming no issue was detected with the instrument. The test on the robot showed that when closing the scissor blades at the base, the scissors blocked slightly and then closed abruptly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the monopolar curved scissors (mcs) instrument blocked. The customer reported event had no report of patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed advance failure analysis (afa) on the returned instrument. The monopolar curved scissors (mcs) instrument initial findings was confirmed in that the scissors were found to have some resistance while opening and closing the jaws on the system. During the afa, it was noted one of the blade surfaces had slight mechanical indentation damage, which likely is related to the resistance observed during opening and closing of the mcs instrument. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material or mishandling the instrument.